Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that a pump was experiencing power error . The product¿s internal power source was unable to charge. This occurred during normal use. The customer¿s blood glucose was 154 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power error 25 alarm noted during testing or in the pump trace download. Pump error 63 alarm confirmed in the pump history and during self test due to broken trace on the keypad assembly. Unit was received with faded/stained serial number label and scratched case.